Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patients ipg became inoperable about 3 years ago. Surgical intervention was undertaken wherein the ipg was explanted and replaced.